Manufacturer narrative:
Results: the lantern was fractured approximately 89.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. The non-penumbra guide catheter was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using a lantern delivery microcatheter (lantern) and guide catheter. During the procedure, while advancing the lantern into the guide catheter, the physician experienced resistance. The physician then retracted the lantern by a few centimeters and re-advanced the lantern into the guide catheter; subsequently, the lantern broke 15cm to 20cm from the distal tip. To remove the broken lantern, it was pulled out of the guide catheter. The procedure was completed using another lantern and the same guide catheter. There was no report of an adverse effect to the patient.